Manufacturer narrative:
Customer indicated that they never run controls. Siemens customer representative requested customer to stop using the instrument until controls can be run. As per clinitest hcg IFU, "it is recommended that each laboratory run control materials following its established quality control procedures to ensure compliance to regulatory requirements; use qc testing to ensure reagent storage integrity, train and confirm performance acceptability for new users, and when patient's clinical conditions or symptoms do not match." And "if controls results are not acceptable, do not test patient samples until the problem is resolved and repeat control results are acceptable." Customer will not be returning the cartridges as she is using the cassettes on another instrument and there haven't been any issues. Customer called in to state that the issue has not returned and do not require further follow ups. Instrument is operational.

Event description:
Customer reported false negative hcg result on the instrument. There was no report of injury due to this event.